Manufacturer narrative:
This report references events in regulatory report: 3004209178-2018-03689 and also is related to regulatory report: 3004209178-2018-03689. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the representative met with the patient to adjust their stimulation and noted that many of the contacts on both leads were >10,000 ohms. They were able to provide the patient with some relief but the patient felt as though the stimulation cuts in and out. The representative spoke to the patient's doctor and they said the patient would be getting a system replacement once the insurance approved the implant. The patient reported multiple falls over the past year and vividly remembered once where they landed hard on their bottom. No further complications reported. Additional information was received from the health care provider (hcp) via manufacturer representative on 2018-feb-21 reporting that the patient was asked but was unsure when the fall occurred. It was reported that the patient had multiple falls over the past year. It was unknown to what extent the fall affected the system. The replacement surgery was not yet scheduled. The patient was currently waiting for authorization. The intermittent stimulation issue was not resolved at the time of the report. No further complications were reported. Additional information was reported that the patient's ins was replaced today. The patient's impedance was checked intra-op which showed avoid and do not use. If the patient does not received effective therapy with the new ins, the physician will discuss replacing the leads. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep had met with the patient today because now they are unable to get stimulation. The rep gave the patient a new program to get stimulation. The patient still only has two good electrodes, but the patient is feeling stimulation and doing well. The patient is going to turn stimulation on and off as she needs it. No further information was reported.

Manufacturer narrative:
Continuation of d11: product ID 37712 serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2018 product type implantable neurostimulator. Product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2012 product type lead. Product ID 3778-60 serial# (B)(4) implanted: (B)(6) 2012 product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative after a consumer appointment. The patient did not have any stimulation. The manufacturer representative changed it to max output but the patient was still not feeling stimulation. The consumer wanted a lead replacement. Additional information from 2019-jan-15 confirmed that the patient would be scheduled for the lead replacement in the future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient was programmed today and her back and leg are being covered. She still has electrodes that are oor. The patient was educated on how to use their programmer and recharger and they were doing well at the end of their appointment. No further information was reported.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2019-may-03 reporting that the leads were disposed of after replacement and the implantable neurostimulator (ins) was not replaced at that surgery. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018 and product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012 and product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012 and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the patient was not getting stimulation, even when programmer to max power. The patient wanted their lead replaced. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient had a lead replacement on (B)(6) 2019 and was doing well- they were receiving stimulation in their painful areas. The patient was pleased with the results. No further complications reported.